Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy. On an unreported date, the pt suspected that he might have made a touch contamination while connecting for an exchange on the homechoice machine. During follow up regarding this event, the patient's wife stated that "he was fine and he did not get sick." There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The customer reported that there was touch contamination during connection, which is a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.